Event description:
It was reported, that a ncb plate for femur, right, 9 holes was implanted on an unknown date. The patient underwent a revision surgery due to breakage on an unknown date. As the date of revision is unknown, the awareness date was also taken as date of occurrence.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).